Event description:
The iab was inserted into the pt on 4/16/98. On 4/18/98, blood was noted in the tubing and the iab was removed. (Event complications: none from the event-reported 4/20/98.) (Pt's current status: expired-rpt'd 4/20/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).